Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads pulled back as confirmed by x-ray. The rv lead had completely dislodged and the ra lead was in a lower position.  No capture was also noted on the rv lead. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.